Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recorded shock impedance measurements repeatedly greater than 150 ohms, however, the measurements are not continuously greater than 150 ohms. Technical services (ts) reviewed the device data and discussed there is no gradual increase in the shock impedance and the average does not exceed 150 ohms. The clinic has already programmed the shock impedance limit to 150 ohms and it was noted that there are no noises observed. Further recommendations were provided and the patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.